Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: the suction of the device did not work properly. The reported event was confirmed. The service evaluation revealed both inflow and outflow motor have a noisy function resulting in the reported event. Furthermore, the front panel was found broken and the rubber feet are torn off.

Event description:
The suction of the device did not work properly. There was no harm for patient, operator or third party reported. This was noticed after the surgery. No further information received.